Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: h4. H6: component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H6: the product was not returned to j&j medtech orthopaedics; however, photos were provided for review. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the hcs ø2.4 self-drill cann l30/12 tan would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device. Product code: 04.226.330. Lot number: 54599p8. It was electronically reviewed and no nonconformance's / manufacturing irregularities were identified during the manufacturing process. The product was released on: 04 mar 2025. Manufacturing site: jabil grenchen. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the 10 hole right va ppfx standard plate opened with small right va gt ring attachment plate. After repeated attempts the scrub nurse surgeon and registrar could not connect the two. This was done on the table not in the patient. It was lined up perfectly as far as I could see but the connecting screw on the gt ring plate seemed too big for the hole in the ppfx standard plate no matter how much perseverance or anti clockwise turns to try and get it to drop into place or altering the angle of the screwdriver/screw worked. After this a second pfpx plate 11 hole this time and a second gt ring plate large right were opened to try and eliminate issues with either the hole or the connection screw. No combination of these implants were able to be put together. A second scrub nurse came to the table and tried to assemble the products for a further 30 minutes while the surgeon continued with the operation. After the case was finished, I attempted to assemble the products and failed. The surgeon finished the operation using the standard plate only but has said the operation and outcome could be compromised due to the inability to assemble the products and gain the additional fixation the gt ring plate would have provided.